Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that patient alleged an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath.there was no allegation of serious or permanent harm or injury. The manufacturer received new and relevant information on (B)(6) 2023 that, patient did not experience difficulty breathing/short of breath issue related to a CPAP device's sound abatement foam. In addition, appropriate health effect - clinical code has been added on h6 section. Section b1, g3, h1, h2, h3 and h6 has been updated/corrected.